Manufacturer narrative:
Isi received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046" x 0.032". Additionally, the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.036" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the instrument log for the cadiere forceps (pn 470049-06/lot # n10190528 0021) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 6 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the wires at the distal end of the cadiere forceps were found to be "overstretched." There was no reported injury related to the last usage of the instrument.